Event description:
The device was returned for mechanical hardware failure (av sticky valve). Upon inspection, the outlet fva pin was stuck fully in and not able to be actuated. The unit was internally examined and the fva pin was found to be bound up mechanically by a buildup of contamination. A cleaning was performed and the unit passed a subsequent mock infusion. New fva pin lip seals will be installed during repair.

Event description:
The following has been reported: customer reported: " have an issue with one of the pumps. Biomed tried loading multiple cassettes, but it's still not working so the issue seems to be with the pump. Pump remained with same issues after cleaning. Customer reported: "no patient harm. A preliminary review of the logs identified the following issue: mechanical hardware failure (av sticky valve) an active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Manufacturer narrative:
N/a